Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal aortic aneurysm. Postoperative computed tomography scans revealed that the aneurysmal sac was increasing in diameter. In 2006, the physician explanted the devices and surgically repaired the aneurysm. The aneurysmal sac was full of serous fluid and a type ii endoleak was identified. The pt tolerated the procedure.